Event description:
During a device elective replacement, fluoroscopy displayed externalized conductor between the rv and svc coils. No electrical abnormalities were noted. Physician elected to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.